Manufacturer narrative:
One bivona® flextend¿ plus tracheostomy tube was returned for analysis in used condition. Visual inspection revealed that the neck strap was broken and the shaft was worn. The manufacturing process was reviewed; no discrepancies found. The assembly and training processes were reviewed; all were found up to date with no discrepancies. Verification of 32 units was performed; no damage was detected on the units. Based on the evidence, the complaint was confirmed but the root cause is unknown.

Event description:
Information was received that while a smiths medical tracheostomy was in use, the flange was almost torn completely from the tracheostomy tube. An emergent tracheostomy tube change occurred; no patient injury resulted.